Manufacturer narrative:
Results: the lantern strain relief was stretched on the proximal end of the catheter. The lantern had embospheres inside the catheter lumen. Conclusions: evaluation of the returned lantern revealed the catheter lumen was occluded. During the functional test, the lantern was unable to be flushed due to the embospheres occluding the lumen. A mandrel was advanced through the returned lantern and to push the embospheres occlusion out of the microcatheter. After pushing the embospheres out of the lantern, the catheter was able to be flushed with a syringe without an issue. The root cause of the embospheres occluding the catheter lumen could not be determined. The reported complaint states the returned lantern was the third microcatheter used in the procedure that became occluded with embospheres. It is possible the embospheres or technique being used to deliver them was the root cause of the returned lantern becoming occluded. Further evaluation revealed some catheter liner was removed when retracting the mandrel through the lantern and the strain relief was stretched. These damages were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an uterine fibroid embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician injected some embosphere microspheres into a non-penumbra microcatheter; however, the embosphere microspheres became stuck inside the microcatheter. Therefore, the microcatheter was removed. It was reported that the same issue was encountered using another non-penumbra microcatheter and a lantern. The procedure was completed using a second lantern. There was no report of an adverse effect to the patient.